Event description:
Notiifed in 08/2001-consumer claims consumer received "thermal burning" due to overexposure of ice packs. Consumer was taken to the emergency room for treatment. Consumer used three different types of ice packs-one was bd ace brand.